Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mom called and reported that customer's insulin pump was over delivering insulin. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated the pump was also producing suggestive boluses of 2 to 3 units as it normally does. No changes were made to the pump settings. Troubleshooting was not completed. The insulin pump will be returned for analysis.